Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the package of a hemostar device is confirmed, but the cause cannot be determined. The device returned was one 19 cm hemostar straight dialysis catheter tray. Visual observation found a rubber band around the tray and a piece of paper with mostly foreign characters written thereon taped to the bottom of the tray. All pouch seals appeared to be intact. There was a hole/tear in the tyvek on the right side, the position thereof corresponding to the edge of the tray. In the shape of a chevron, with significant wrinkling within the point-shaped piece of material. Wrinkling and scraping were evident in a line just above the point of the chevron. The chevron was about 2 cm in width and its height was about 1 cm. No damage was evident to portion of the tray visible through the hole. Documentation was present in the small pouch on the bottom of the tray; the seal holding them in was unbroken. The damage appears to have been caused by scraping against an unknown object or puncture with significant force. The location and circumstances where this occurred are unknown, but no evidence has been found to suggest that this occurred while the product was under bard control. A lot history review (lhr) of reay2290 showed no other similar product complaint(s) from this lot number.

Event description:
The package was found to be damaged prior to opening it. 9/27/2017 - returned sample shows a tear in the tyvek.